Manufacturer narrative:
The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - complaint could not be verified. Unit passed all functional tests root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.

Event description:
A facility reported a perforator (ID 261221) did not stop during procedure. The perforator only scratched the outer layer of the dura and didn't go all the way trough, no treatment was required. No surgical delay reported. The perforator was used with an electric drill (model unknown). The angle was as perpendicular as it could be considering it was a posterior fossa craniotomy, it felt like the pressure was constant and there was no rocking motion.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.